Manufacturer narrative:
(B)(4). Date sent: 03/20/2020. D4: batch # t5du6e. Device analysis: the analysis found that one plee60a device was returned with the anvil bent upwards and with one gst60b cartridge loaded in the device. The cartridge reload was received partially fired 1/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month were not reported. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during mini bypass surgery, at the time of the first cartridge shot, the device¿s jaws deflected. It is unknown how the procedure was completed. There were no patient consequences reported. No additional information is available at this time.